Manufacturer narrative:
A specific cause for the reported event of infection could not conclusively be determined through this evaluation. Localized, driveline, and pump pocket or pseudo pocket infection are listed in the heartmate 3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Neurologic dysfunction is also listed as an adverse event in the hm3 lvas IFU. Additionally, care instructions regarding preventing infection are provided in the IFU and the heartmate 3 lvas patient handbook. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2019 additional information was received from vad coordinator, (B)(6) reporting the pet scan revealed increased metabolic activity was found to be a thrombus/ infective material ¿completely¿ compressing the outflow graft. (MFR# 2916596-2019-00542).

Manufacturer narrative:
Section event: additional information.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 9 months. The patient remains on going with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported the patient presented to the emergency department (ed) with diffuse weakness, acute urinary retention and an episode of word-finding aphasia. Urology was consulted for foley catheter placement, as the patient had over 700 ml of retained urine and attempts at placement of foley catheter in the ed were unsuccessful. On (B)(6) 2018 a PICC line was placed. The patient was found to have blood cultures positive for norovirus and staph aureus. Neurology felt the patients central nervous system (cns) changes were related to acute infection not a neurological process. A pet scan showed increased metabolic activity at the lvad graft component. The patient was re-evaluated by neurology on (B)(6) 2018, the patient¿s cognitive status had returned to baseline, and so in consultation with ID, neurology determined that there was no need for lumbar puncture analysis at that time. Their recommendation was to hold sinemet and resume it later as an outpatient. Urinary retention continued to be an issue requiring foley catheter drainage. Foley catheter was removed on (B)(6) 2018 but had to be replaced hours later for inability to void. Urology plans to follow-up with foley catheter management after discharge. Disposition to sar was planned for continuation of full 6 weeks of IV nafcillin and physical/occupational rehabilitation. To re-evaluate infectious issues and surgical plan for possible lvad pump exchange at time of completion of IV antibiotic. On (B)(6) 2018 the day of discharge, to sar, the patient was afebrile with stable vital signs, stable lvad parameters, and therapeutic inr (2.7).